Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. The lead had capture and was sensing appropriately, however, threshold measurements were slightly high. No adverse patient effects were reported.